Manufacturer narrative:
The removed part was further evaluated by physio product analysis and verified that the integrity of the flex connector was physically damaged and is no longer functioning. The cause of the reported issue was determined to be due to the physically damaged flex connector.

Event description:
A customer had sent in their device for service. Upon inspection, the third-party service agent observed that their device would not complete its boot up cycle during initial power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that their device would not complete its boot up cycle during initial power on. After replacing the flex assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for service. Upon inspection, the third-party service agent observed that their device would not complete its boot up cycle during initial power on. There was no patient use associated with the reported event.